Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the interlock hose located in the back of the unit split subsequently causing water to leak out. The technician replaced the interlock hose and clamp, ran a test cycle, and confirmed the reliance endoscope processor to be operating according to specification. The reliance endoscope processor was returned to service and no additional issues have been reported.

Event description:
The user facility reported that water was leaking from their reliance endoscope processor. No report of injury.